Manufacturer narrative:
Advanced failure analysis (afa) showed that all pushers on the green sureform 60 reload were at the cartridge surface and have been deployed. Per afa, various scratches and indentations on the cartridge surface indicate interaction with hard objects during the firing. Various pushers showed deformed edges, that seemingly align with scratches on the reload surface. Additionally, the blade was removed and microscopically inspected. Multiple indentations to the blade cutting edge were observed and populated the top half of the cutting edge. No errors pointing to a manufacturing root cause were observed. Damage to the pushers is considered a component failure.

Manufacturer narrative:
During advanced failure analysis, the stapler was re-installed on an in-house system and engaged and initialized each time. The first firing test was successful with no pauses for compression. There was one pause for compression on the second firing test however, it was completed successfully, and staples and cut lines were properly formed. Additionally, the main tube was manually rotated, and increased or abnormal friction was observed. There was no damage found to the steering cables, drive cables, and I-beam after inspection. The investigation was unable to replicate a report of tissue pushout or firing failure; however, a firing failure during the procedure was confirmed.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy procedure, tissue was pushed and not cut when a green sureform 60 reload was fired with a sureform 60 stapler instrument on stomach tissue. The stapling issue occurred during the creation of the gastric conduit, requiring intervention. The event occurred on the seventh fire of a green sureform 60 reload, there were no other reported events on any prior fires. The stomach tissue had been exposed to radiation, and chemotherapy prior to the procedure. Although, no reported tissue tension or bunching occurred. The sureform 60 stapler instrument fired a green sureform 60 reload, however, without proper advancement on the tissue, such that the staples were all closer together longitudinally than normal. The surgeon relates the event failure to the blade, with the blade pushing the tissue forward in the jaw with the staple firing as it advanced. The blade was exposed on the reload when examined. There were no staples missing from the staple line. There were no holes/gaps within the staple line. The reload was not stuck on the tissue. There were no error messages. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon fired perpendicular to the existing staple line, which is necessary to complete the conduit. No buttress material was used. There was no observed bleeding. Although additional tissue removal was required it did result in a successful, acceptable surgical outcome, but was not ideal. The surgeon used another stapler to resolve the issue.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) has received green sureform 60 reload associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual inspection, the reload appeared to be used and fully fired. No exposed component was observed. Additionally, the reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track and on the reload surface near the pushers. The reload was found to have a damaged blade. The blade exhibited mechanical indentations. These failures are attributed to the misuse/mishandling. The reload was found to have pusher damage. A common failure is attributed to a component failure. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped fired, and unclamped successfully twice. The instrument was fired with sureform blue 60 reloads. The logs shows that sureform 60 stapler instrument (part #480460-09, lot #k14230216-0558), was installed on the system 9 times and fired 6 reloads (6 green). On the first install, no clamping or firing was attempted. On the 2nd install, the user was prompted to manually select the reload color via the surgeon side console (ssc) touchpad, due to not firing on the previous install. The user selected the green reload, however no clamping or firing was attempted on this install either. On install 3, there were 4 completed clamp attempts prior to the firing, which was completed with no pauses for compression. On install 4, no clamping or firing was attempted. On installs 5-8, the firings were completed with no pauses for compression. On install 9, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~98% completion, after a duration of 51 seconds. There were no additional stapler related errors in the logs. There were no incomplete clamps or incomplete unclamps for this instrument.